Event description:
It was reported that a patient underwent a spinal procedure using an interbody spacer system. During the procedure, two screws were successfully positioned in a peek cage with use of an awl to advance the tip of the screws into the bone. According to the report, the surgeon removed the third screw and repeated use of the awl in the wall segment of the spacer when the peek cage implant cracked. The surgeon chose not to use the third screw in the implant. According to the report, the two initial screws were used and then the cover plate was loaded onto the spacer successfully, snapping into place and fitting "snugly". The physician was satisfied with the outcome of the surgery and no patient complications were reported.

Manufacturer narrative:
(B)(4).